Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a damaged lcd screen. A receiver charge and boot was performed and passed. Functional testing was performed and failed the button due to the touch screen not working. The receiver log was downloaded finding no errors related to the complaint. Confirmation of the complaint was confirmed. The probable cause was a defective lcd. No injury or medical intervention was reported.